Event description:
It was reported that the patient dislocated mdm insert and then subsequently head popped out of insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.